Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient underwent a pump exchange due to thrombus seen both on the outflow graft and the pump motor. A computed tomography (CT) scan performed the day before demonstrated thrombus in ascending outflow graft. It was also noted that this patient had undergone a pump exchange 5 days earlier due to a fracture in the percutaneous lead with drainage infection to the skin (reference 2916596-2012-01083).

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.